Event description:
The customer reported to philips healthcare that an error occurred during a defib test when the heartstart xl was tested. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.